Event description:
It was reported that the patient underwent a posterior and posterolateral lumbar spinal fusion procedure at l4-s1. To achieve fusion, the surgeon performed a procedure by utilizing rhbmp-2/acs at multiple vertebrae levels. Post operatively, the patient suffered si gnificant pain in the area of the fusion surgery and extremities. As a result of the fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for the rhbmp-2/acs related injuries. The patient has never recovered from the surgery invo lving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2002, patient presented with following pre-op and post-op diagnosis: severe degenerative spondylosis with spondylolisthesis at l4-5 and l5-s1 creating conservatively refractory low back and leg pain; and underwent following procedure: l4 through s1 laminectomy; microdissection; l4-l5 and l5-s1 two-level posterior lumbar interbody fusion; l4-l5 and l5-s1 posterolateral fusion; l4, ls, and s1 transpedicular instrumentation; stealth navigation. Findings: we encountered severe degenerative disc disease at l4-5 with bilateral facet arthropathies. Similar findings were at l5-s1 with a large central disc herniation. As perop notes: ".. We the proceeded with posterior lumbar interbody fusion placing a 40 x 10 graft at l4-5 and l5-s1 on the right. Bone which had previously been removed and milled was then packed into the disc spaces from left to the right, and bmp was assisted into the packing area. Then to left we placed the bone graft in similar fashion which was countersunk. X-rays confirmed graft in good alignment. . We then proceeded with posterolateral fusion decorticating the sacral ala and transverse processes of l4 and l5. Bmp was then laid out into the troughs bilaterally. Bone graft was placed bilaterally.. No complications were reported."